Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient (unknown age) underwent breast augmentation surgery with mentor textured cohesive silicone gel implants (unknown catalog/lot number) and suffered a sudden unilateral sterile seroma which developed two years after the initial surgery. The problem resolved after drainage for 4 days and an exchange of implant. Title: ¿complete submuscular breast augmentation: 650 cases managed using an alternative surgical technique.¿ the purpose of this article is to examine the alternative complete submuscular surgical technique for primary breast augmentation used in 650 patients since 1998. Other complications that mentioned in this article are reported separately.